Manufacturer narrative:
This incident was determined to be reportable based on info received from the facility (B)(4) 2011. Results: the sample was not available for evaluation. Conclusions: since the sample was not available for investigation, a root cause could not be determined for the encountered problem. (B)(4).

Event description:
While giving a 20ml bolus infusion of the chemotherapy drug doxorubicin, the nurse noticed leakage at the fusion of the b q-syte device and the y-extension. There was no harm to the pt or clinician as a result of this incident and no intervention was required to prevent impairment/damage to the pt or clinician. Also, treatment was not altered as a result of this incident and the incident did not involve incorrect test results.